Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that they were receiving a patient line is blocked message during drain 1 of 5 of their pd treatment. The ok button was pressed, but the message reoccurred. The patient also reported that they were receiving drain complication encountered please check patient line and drain line message during drain 1 of 5 of their pd treatment. The patient reported that nothing was entered during setup for daytime manual exchange. The patient reported that the drain line runs to their bath tub. The patient cancelled their pd treatment. The technical support representative advised the patient to follow up with their peritoneal dialysis registered nurse (pdrn) regarding their incomplete treatment and stomach pain. Upon follow up, the patient stated that they were hospitalized on (B)(6) 2020 due to severe stomach pains and a blockage with their catheter. The patient stated that they were unable to complete their pd treatment. The patient stated that they are currently still in the hospital. No additional information was provided. Upon further follow up, the peritoneal dialysis register nurse (pdrn) stated the patient was hospitalized for stomach pain related to a blocked pd catheter from constipation and large ovarian cysts. The pdrn stated the stomach pains were not related to the liberty select cycler. The pdrn reported the patient had their fill volume decreased as the issue of ovarian cysts needs to be addressed for the patient to resume their normal pd prescription. The pdrn stated that the cycler is not malfunctioning in anyway and the patient¿s drain complications were directly related to the blocked pd catheter (not a fresenius product). Additional details surrounding the hospitalization were not provided for patient privacy. However, the pdrn reiterated the event was not related to any issues with fresenius device, product or drug. Clinical investigation: on (B)(6) 2020, a patient on peritoneal dialysis (pd) contacted customer support and reported experiencing stomach pain and a patient line is blocked and drain complication message in drain 1 of pd treatment with the liberty select cycler. During follow-up, the patient reported they were hospitalized the same day (did not complete pd treatment) for stomach pain and pd catheter (not a fresenius product) blockage. Upon further discussion with the patient¿s pd nurse, it was stated the patient¿s stomach pain was not related to the liberty select cycler. Additionally, it was reported the cycler is not malfunctioning in anyway and the patients drain complications were directly related to the blocked pd catheter (not a fresenius product). The nurse confirmed the patent was hospitalized on (B)(6) 2020 for stomach pain related to a blocked pd catheter caused by concomitant constipation and large ovarian cysts. Additional details surrounding the hospitalization were not provided. However, the pd nurse reported the patient had their fill volume decreased as the issue of concomitant ovarian cysts needs to be addressed for the patient to resume her normal pd prescription. Based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury.